Event description:
It was reported that this right ventricular (rv) lead was revised due to a perforation presented due to a lead dislodgement. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revised due to a perforation presented due to a lead dislodgement. No additional information is available at the moment. No additional adverse patient effects were reported.